Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a healthcare professional. Review found normal appearance of the tka. Hardware appears in tact with no signs of loosening, fracture or dislocation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient underwent a revision on left knee approximately 20 years past initial tka due to natural wear of the tibial bearing. Bearing was exchanged and rep confirmed all other devices were still in place and not revised.